Event description:
Consultant reported: during an l4-s1 lumbar fusion procedure, the surgeon was inserting the left s1 screw and the head broke off. He backed out the screw shaft and used another screw to complete the procedure. All pieces were retrieved, but the broken head was discarded. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The returned parts were reassembled without difficulty and the polyaxial heads retained securely on the screws as designed and could only be removed with the proper tool. The visual inspection revealed the screw head thread condition appears to be the result of a holding sleeve becoming loose during screw insertion which contributed to the thread breakage and also to misuse. This complaint is invalid due to, the head is removable and the returned parts met the design requirements when reassembled and the screw head thread condition appears to be the result of the holding sleeve becoming loose during screw insertion which contributed to the breakage and also to misuse. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.